Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause for the tubing failure could not be determined as the tubing was no longer available for investigations. It has been assessed that from the design of the analyzer, the affected tube is not to have contact to the pump's body. The pump also could not be hot enough to melt the tubing. The affected module was at the end of its specified lifetime. It is assumed that over the past years during a service action, the tube was put into close contact with the pump's body and long term temperature stress of the tubing material caused it to rapidly age. The customer confirms that they are no longer having issues with the analyzer.

Event description:
The customer reported that she saw a leak from under the instrument. The customer removed a panel from the analyzer and found that tubing had melted in one spot. There was fluid leaking from the same melted spot in the tubing. No adverse events occurred. The field service representative determined that the affected tubing was water pump prime tubing and it was touching the pump. The heat from the pump caused a small leak in the tubing. He cut the bad portion of the tubing off and placed a stopper at the end of the cut tubing. He verified that there was not further leakage.